Manufacturer narrative:
(B)(4). Batch t5ae6p. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired with several b-form staples loaded in the pockets. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy, the stapler fired, the tissue was cut and stapled but it would not release after the firing. The device was locked on tissue with the jaws closed. It sounds like it locked out at the safety stop. The surgeon was not able to open the device but was able to pull the device off to remove it from the patient. It is unknown how the case was completed. There were no patient consequences reported.